Manufacturer narrative:
(B)(4). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss on the right eye (od) before side cut with an intralase patient interface (pi) after the patient was applanated and after the laser fired. There was procedure loss. It was noted that bubble found under the epithelium (epi) and that patient is scheduled for photorefractive keratectomy (prk) at later date per doctor.